Event description:
This complaint is from a database related research activity (drra). This quarterly report captures all the summarized data (including patient demographics, patient medical history, procedural information, device information, and re-operation information) submitted to the national breast implant registry (nbir) from july 1, 2020 through march 31, 2021. Reasons, complications, device problems and patient requests reported for mentor implants associated with re-operation during q3-2020: qty unk (74,76% occurrence) ¿ capsular contracture, qty unk (2.91% occurrence) ¿ implant site hematoma, qty unk (4,85% occurrence) ¿ wound infection, qty unk (3,88% occurrence) ¿ early onset seroma, qty unk (4,85% occurrence) ¿ soft tissue necrosis, qty unk (8,74% occurrence) ¿ impaired healing, qty unk (47,58% occurrence) ¿device migration qty unk (40.32% occurrence) ¿rupture symptomatic (post-implant). Qty unk (12,10% occurrence) ¿ cutaneous contour deformity, qty unk (58,47% occurrence) - patient dissatisfaction with procedure outcome, qty unk (23.90% +17,40% occurrence) ¿ anisomastia, qty unk (38,36% + 26,71% occurrence) ¿ surgical intervention. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, hematoma, necrosis, wound infection, seroma, patient dissatisfaction with procedure outcome, wrinkling/rippling, change shape/size/style, migration, and rupture (B)(4). Manufacturer¿s reference number: (B)(4).